Event description:
The biomedical engineer reported that the multigas unit was not providing gas readings, but it was unclear if there were any error messages when this happened. Qa asked the customer for this information, but they have been unresponsive. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reported that the multigas unit was not providing gas readings, but it was unclear if there were any error messages when this happened. Qa asked the customer for this information, but they have been unresponsive. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Bedside monitor model: ni, sn: ni.

Event description:
The biomedical engineer reported that the multigas unit was not providing gas readings, but it was unclear if there were any error messages when this happened. Qa asked the customer for this information, but they have been unresponsive. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: the biomedical engineer reported that the multigas unit was not providing gas readings, but it was unclear if there were any error messages when this happened. Qa asked the customer for this information, but they have been unresponsive. The customer unit was exchanged for another unit. No patient harm was reported. Investigation conclusion: the error corresponds to a failure of the sensor unit - cd-314p. The unit was determined to be sensor related. The root cause is determined to be component failure: sensor needed replacement. Sensor is a replaceable component. The root cause of the reported issue is attributable to the state of wear of components such as watertrap, connectors, sampling line, and / or device damage.